Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump intermittently powered up with the returned battery cap and a test cap. When the pump did power up it was to a hard call service 056 error. The battery cap was able to fully tighten to the pump, and was within specifications. No battery compartment cracks were found, and no moisture was found inside the battery compartment. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump. The intermittent power and call service alarm were due to internal moisture contamination.